Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician implanting the system. Postoperatively, the patient indicated having a headache and experienced pain when therapy was on. Patient had a blood patch on (B)(6) 2024 to address the issue.

Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak -implant procedure was reported to abbott. The patient experienced a headache. A blood patch procedure was performed to address the issue. No devices were returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.